Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to capture. When the physician attempted to reposition the lead, it was found that the rv lead helix failed to retract. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. A complete lead with a stylet was returned in one piece for analysis. The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray examination found no anomalies on the lead. The helix was able to be retracted and extended after cleaning. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.